Event description:
A malfunction alarm was reported resulting in a blood glucose (bg) level of 41.9 mmol/l and a visit to the emergency room (ER). Customer administered a correction injection on the way to the hospital. In the emergency room, customer received intravenous fluids of saline and insulin which successfully resolved the bg. The customer was discharged from the emergency room 2.5 hours later with no permanent damage sustained. The customer reverted to an alternate method of insulin delivery while awaiting a replacement pump.